Manufacturer narrative:
(B)(4). No similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5 13.2 implantable collamer lens of -7.0 diopter was being implanted into the patients left eye (os). On (B)(6) 2022 the lens was implanted;removed and replaced intra-operatively due to lens tear/break during injection/delivery into the eye. The problem was resolved. Cause reported as unknown.